Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead had dislodged multiple times which was confirmed with fluoroscopy imaging. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.